Event description:
It was reported that: "vessel obstruction post manta deployment. No external extravasation noted. Site treated with peripheral angioplasty and referred to vascular for observation." Additional information: "incident was during a tavr procedure. Access was central, through the right common femoral artery. Vessel size was 6.8mm. Micro puncture and ultrasound were used to gain access. There was mild-moderate, scattered posterior calcification and mild tortuosity throughout. Measured depth for the manta was 5+1=6. Systolic blood pressure was 116/45 mmhg. Act 297 prior to administration of 150mg of protamine. 15k units of heparin was administered during the procedure and additional 10k during vessel repair. The patient was stable post the procedure."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) correction to section h: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. Angiography photos were obtained for review, and it revealed an occluded dissection proximal to the access site. The device lot history record review for lot number 73b2400780 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed-an 81-year-old male patient, 102 kgs., presented in the or for a tavr procedure. A centrally positioned access was gained utilizing ultrasound guidance with a micropuncture kit. The right common femoral arteriotomy was 6.8mm, with mild moderate calcification, posterior scattered calcification, and mild tortuosity throughout, with a measured deployment depth of 5cm + 1cm. The manta instructions for use (IFU) posts warnings, not to use manta if there is marked tortuosity of the femoral or iliac artery. No issues were encountered advancing or withdrawing the procedural sheaths. Proceeding the tavr, activated clotting time (act) was 297. Heparin and protamin were administered, and an 18f manta device was deployed to the measured deployment depth. Procedure requirements as indicated in the IFU state activated clotting time (act) should be below 250 seconds before closure. Following deployment, hemostasis was instantaneous, although a post-manta deployment angiogram indicated a vessel obstruction, and the manta device appeared to have deployed inside the artery and was obstructing blood flow. No external extravasation was present; and according to the physician, a possible dissection of the vessel present was obstructing the flow. Dissections are a common event in large bore p procedures. It is inconclusive if the dissection was caused during the procedure, or by the manta closure device. There is believed to be no device failure. Peripheral balloon angioplasty was applied for treatment, and the patient was referred to vascular for observation. Surgical repair was not performed. The manta device was left indwelling with the understanding that if the patient had further complications post procedure it would likely need to be surgically removed and the vessel surgically repaired. They physicians decided post angioplasty, the blood flow was reestablished sufficiently enough to hold off on surgical repair, and the manta did not need to be explanted. There appears to be no product quality issue concerning manufacture, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "vessel obstruction post manta deployment. No external extravasation noted. Site treated with peripheral angioplasty and referred to vascular for observation." Additional information: "incident was during a tavr procedure. Access was central, through the right common femoral artery. Vessel size was 6.8mm. Micro puncture and ultrasound were used to gain access. There was mild-moderate, scattered posterior calcification and mild tortuosity throughout. Measured depth for the manta was 5+1=6. Systolic blood pressure was 116/45 mmhg. Act 297 prior to administration of 150mg of protamine. 15k units of heparin was administered during the procedure and additional 10k during vessel repair. The patient was stable post the procedure."